Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the clips will not hold after placing. No clips fell into the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.